Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b3, d6a, d6b, h6. Additional information received: received information as following from sales rep via phone today. The event date should update to be 08-sep-2025. The patient underwent laparoscopic white-line hernia repair in the hospital on (B)(6) 2025 due to "white-line hernia". The surgeon used pmm3 for tension-free hernia repair, and the surgery went smoothly. On (B)(6) 2025, the patient developed incision infection (specific symptoms and signs were unknown), and whether anti-infective treatment was performed was unknown. The surgeon removed the mesh on (B)(6) 2025. It was unknown whether other treatments were performed after removing the mesh. On (B)(6) 2025, the infection symptoms were improved. The patient has discharged currently. The discharge time was prolonged for about 10 days. No subsequent adverse event report was received.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was implanted. Poor wound healing - the incision could not heal after surgery, and there may be quality issues with the product. The incision could not heal and requires another surgery. Perform another surgery to remove it. No further information was provided.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified.